Manufacturer narrative:
On 20-dec-2016, the field service engineer (fse) was dispatched to the customer facility to address the reported event. Fse found that the cup presence sensor was dirty. He cleaned and lubricated the sensor. Then he tested the instrument's performance by running controls. After the service, the aia 900 was working as intended. No further action required by fse. The most probable cause for this event was a dirty sensor assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported 2163-c trans cup not released error with their aia 900. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.